Event description:
A malfunction alarm was reported by the customer involving a specific malfunction code. There was no known adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump, and subsequent to the reset, the malfunction did not recur. The customer was advised to continue using the pump and to contact support if any issues reappear. The customer expressed uncertainty about continuing to use the pump.